Manufacturer narrative:
As reported in a research article, two months post implant of amplatzer amulet occluder in a patient with a 6-month history of persistent atrial fibrillation, the device migrated and was attributed to the resolution of significant ridge edema after pulsed-field ablation. Another tee repeated 1 month later showed a stable device position. Information from field indicated that the amplatzer amulet was deployed in an optimal position under tee and fluoroscopy with satisfactory compression, stable tug test, and no residual flow. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title "early laao device migration after combined atrial fibrillation ablation and left atrial appendage occlusion".

Event description:
The article, "early laao device migration after combined atrial fibrillation ablation and left atrial atrial appendage occlusion", was reviewed. The article presented case study of a 73-year-old female patient with a 6-month history of persistent atrial fibrillation. It was reported that on an unknown date, a 28mm amplatzer amulet was chosen for implant. The diameter of the left atrial appendage (laa) landing zone was 24 x 21 mm on the 3-dimensional transesophageal echocardiography (tee). During procedure, the 28mm amplatzer amulet was deployed in an optimal position under tee and fluoroscopy with satisfactory compression, stable tug test, and no residual flow. It was then reported two months post-procedure, follow up tee showed proximal migration of the 28mm amplatzer amulet attributed to the resolution of significant ridge edema after pulsed-field ablation. Another tee repeated 1 month later showed a stable device position. The patient was advised to continue oral anticoagulant therapy for stroke prophylaxis. [The primary and corresponding author was chak-yu so, division of cardiology, department of medicine and therapeutics, prince of wales hospital, new territories, hong kong, with corresponding email: kentso987@gmail.com]